Event description:
The hcp reported that the pt was hospitalized with increasing pain and stupor. The pt was treated with narcan. It was determined that the catheter had migrated and was in the subcutaneous tissue rather than in the intrathecal space. The pt was taken to the operating room for revision of the proximal and distal catheters. A one piece catheter was positioned at t6. A bolus was given and the pump reprogrammed. The pt developed other medical issues, i.e., pneumonia, gastrointestinal problems and hypokalemia. It was reported that 5 days later, the pt was improved with no evidence of active infection and that the catheter issues were "mechanical problems." The pt has recovered without problems.